Event description:
Related manufacturer report number: 3006705815-2022-01096, 1627487-2022-01212, 1627487-2022-01213, 1627487-2022-01214, 1627487-2022-01211,1627487-2022-01599. It was reported that patient underwent surgical intervention on (B)(6) 2022 in which an extension was explanted and replaced due to high impedances. Note it is unknown which extension was explanted and replaced so both are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.